Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had to be removed from a patient because it did not appear to be providing them with adequate ventilation. As a result of the alleged inadequate ventilation, the patient reportedly struggled to breathe. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment or damage to the patient. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the initial reporter in order to obtain additional information, but no response has been received.

Manufacturer narrative:
H6: the reporter responded to ventec¿s request for additional information. As a result, sections a1, a2, a3, a4, a6 and b7 have been updated, accordingly. In addition, the reporter could not state what the exact date of event was, only that it occurred in "july 2023". As a result, section b3 (date of event) has been updated to 07/01/2023. The reporter also stated that the patient was diaphoretic at the time of the incident, so added code 2452 (diaphoresis) to section h6, health effect - clinical code. The device was evaluated by ventec where the reported issue of inadequate ventilation was confirmed. Ventec observed that the ventilator was not delivering the proper breath volume, that its exhaled tidal volume (vte) levels were low and that the minute volume stayed below the set thresholds. This behavior triggered the low minute volume and low inspiratory pressure alarms. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm.